Event description:
It was reported that during use with an unspecified bd maxzero it was discovered to be cracked. There was no report of patient impact. The following information was provided by the initial reporter: I do not have much information at this point, but the customer did file a complaint stating maxzero is cracking while in use.

Manufacturer narrative:
H6: investigation summary a complaint of maxzero cracking during use was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. See h10.

Event description:
It was reported that during use with an unspecified bd maxzero it was discovered to be cracked. There was no report of patient impact. The following information was provided by the initial reporter: I do not have much information at this point, but the customer did file a complaint stating maxzero is cracking while in use.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.